Event description:
The customer reported via phone that she had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. Customer was treated with 30 units of insulin. The customer was walk through the priming and connection the set to the reservoir and getting the new set to the body. The customer was offered to troubleshoot high blood glucose some more and she declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.